Event description:
It was reported that catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, it was noted that the catheter got bent and tangled with a wire. There were no patient complications. The device was disposed of by the site.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the site was analyzed and found to confirm the reported guidewire entanglement and catheter kink.

Event description:
It was reported that catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, it was noted that the catheter got bent and tangled with a wire. There were no patient complications. The device was disposed of by the site.